Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2016. According to the patient, on approximately 04/19/2026, the cgm reading was 8.0 mmol/l, and the blood glucose reading was 35 mmol/l. Although there were no symptoms, the patient¿s partner called for an ambulance. The patient was transported to the hospital where aa nurse treated the patient with glucose (route of treatment was unknown) and fluids. No further information was reported regarding the event, and it was unknown how long the patient was at the hospital for. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable, but still a ¿little off¿. Dexcom technical support attempted to follow up with the patient multiple times to obtain further details and clarification regarding the incident, but they were unable to make contact. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.